Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturer reference number: 9680001-2018-00129, 2182269-2019-00004, 3005334138-2019-00020, 3005334138-2019-00021, 3005334138-2019-00022, 3005334138-2019-00023. Following an ablation procedure, the patient experienced a cerebral infarction and expired. During the procedure the patient was anticoagulated with heparin and the act monitoring was made in 30-minute intervals. After the procedure the patient did not wake up from anesthesia and subsequently expired. Further information has been requested regarding the cva.

Event description:
Following an ablation procedure, the patient experienced a myocardial infarction and expired. During the procedure the patient was anticoagulated with eparine and the act monitoring was made in 30-minute intervals. After the procedure, the patient did not wake up from anesthesia and heart enzymes and heart catheterization confirmed the myocardial infarction. The patient subsequently expired. No further information is available at this time.